Manufacturer narrative:
Manufacturing records for the device was reviewed and no anomalies or deviations from standard manufacturing processes for this product were found. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service engineer (fse) visited customer site and checked the irrigation/ aspiration (ia) handpieces model opoia2045d. The fse found the ia handpieces were clogged. Therefore, the fse cleaned the ia handpieces, which resolved the reported issue. Fse also checked the vacuum which was fine and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported low vacuum performance during the irrigation/aspiration (ia) mode and requested the tips be checked. An abbott field service engineer (fse) visited the site and confirmed that three (3) ia handpieces were clogged. There was no patient injury and no delay in treatments reported. This report pertains to the I/a tip/hand piece with lot no. 044531. Two separate reports are being submitted for the other two tips of two different lot numbers.